Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose value of below 50 mg/dl. Patient's current blood glucose value: 230 mg/dl. Patient's current blood glucose: 214 mg/dl. Customer alleged pump for over delivery. Customer was neither in emergence room, nor admitted into hospital, nor was emergence medical services dispatched as a result of low blood glucose values. No symptoms or treatment were reported. The insulin pump will not be returned for analysis.